Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information be received, a follow up report will be submitted.

Event description:
This is a report received by baxter (b)(64 from a nurse in (B)(6) of a home patient receiving air in the abdominal cavity during peritoneal dialysis (pd) therapy with a homechoice machine. It was reported that on (B)(6) 2011, a home patient reported that during use he got a certain unknown quantity of air in the abdominal cavity . The device did not display an alarm. There was no report of any problem with the solution bag (code and batch unknown) or cassette (code and batch unknown) in use at the time of the event. In the hospital, there was no problem detected with the patient's catheter. There was no injury reported. No more information will be made available. On (B)(6) 2011, the following additional information was received from the region where the complaint originated. This home patient was at home at the time of the incident, didn't actually see the air coming in, but went to the hospital to be checked because he was in a lot of pain. In the hospital they determined it was air in the abdomen. The patient was hospitalized at once and stayed for one week.

Manufacturer narrative:
(B)(4). This complaint for air in tubing (without alarm) in which the patient reported receiving an unspecified quantity of air in the abdominal cavity cannot be confirmed as the disposable set was not returned to baxter and there was no report of use error or issues that might have caused the problem. The lot number was not provided, so no batch review could be performed. Therefore, the assignable cause was not determined.